Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 8/12/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned in its original package for evaluation. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. The pushrod was observed in the correct orientation inside the device. The pushrod was observed that overrides the lens in the cartridge. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge. The lens was observed stuck in cartridge and the trailing haptic was also observed not folded. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in the complaint system revealed only one additional investigation request for this production order number. The investigation is still pending. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, the lens was not implanted, procedure completed with the back-up lens. If explanted, give date: not applicable, the lens was not implanted, procedure completed with the back-up lens. (B)(6). PMA/510k: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic was not folded in operation. It was confirmed that the haptic failed to unfold when the lens was inserted in the eye and they had to remove the lens. Procedure was completed successfully with the back up lens. There was no patient injury reported. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.